Event description:
It was reported that during an unknown procedure, it was observed that the device got stuck when the jejunum was being cut. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2025. D4: batch #273c13. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? 3. Did the device deliver any staples? 4. If yes, were the staples formed properly? 5. If no, ask staple line issue questions 6. If yes, was the staple line complete? 7. Did the device cut? 8. If yes, was the cut line complete? 9. If yes, was there any issue with the cut line 10. Was there any difficulty opening the device jaws? 11. If yes, what steps were taken to open the jaws. 12. If the jaws could not be opened, how was the device removed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although it could not be determine the cause of the reported incident, proper usage of the endo linear cutters - echelon is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 273c13, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.